Manufacturer narrative:
B5: event: additional information.

Event description:
Additional information: a log file was submitted for review on 23sep2019. The manufacturer's technical service representative reviewed the log file and observed an increase in the power and estimated flow values with a reeducation in the recorded average pi values on (B)(6) 2019 which is linked to a presence of thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient may possibly have thrombosis. The physicians requested device monitoring. The manufacturer's technical service representative reviewed the log file and observed no unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6) . (B)(6) was returned assembled with the driveline (dl) severed approximately 0.5¿ from the pump housing. The distal portion of the driveline was not returned. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit flex section had been severed medially and the distal side of the flex section was returned attached to the inlet elbow. The proximal side of the flex section and the inlet tube were not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft had been severed and was returned detached from the outlet elbow. A distal portion of the sealed outflow graft was also returned. The sealed outflow graft bend relief was returned detached from the graft attachment. The bend relief collar was returned detached from the sealed outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered thrombus formations. Upon disassembly of (B)(6), a red, tissue-like deposition was observed adjacent to the outlet bearing ball in the proximal-side of the outlet stator. The lack of denaturation and concentric layering indicate that this deposition was not present for an extended period of time while (B)(6) was supporting the patient. In addition, the disposition did not appear to have formed in the outlet stator and likely, originally formed elsewhere. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, if this deposition was in the pump during operation, it could have contributed to the elevations in pump power captured in the submitted log files. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine transplant on (B)(6) 2019. The device was returned for evaluation.